Manufacturer narrative:
Lab analysis confirmed the field allegation. The device was sensing emi. Medical devices are not immune from emi and this not a device malfunction. However, further review of device memory revealed that the device declared the elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.

Manufacturer narrative:
The device was explanted over four years later for normal battery depletion. The device was returned and initial analysis revealed a device anomaly. Detailed analysis is pending.

Event description:
--

Event description:
Boston scientific ((B)(4)) received information that this implantable cardioverter defibrillator (ICD) administered a shock while the patient was riding in a speedboat that was going extremely fast. The patient was holding a metal handle while hanging on. The electrogram displayed noise that was oversensed as ventricular fibrillation. The noise appeared to be electromagnetic interference (emi).